Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 18.5 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to chromatic aberration. Also, the doctor reported the patient as experiencing a very unique visual dysphotopsia. The patient stated that when she reads white lettering on a black background, the images give off a significant yellowish or blueish hue. The lens was replaced with a non-amo lens. With the zxr00 18.5 diopter iol, the patient was able to see 20/25 j2. With the non-amo iol, the patient was able to see 20/40 j5 and could not be corrected any further. Reportedly, there was no patient complications and no post-operative injury except for some opacification, which the patient visited a retina specialist for who said that everything is okay. No additional information was provided.